Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer's mother reportedly received the following results on the aviva system within 10 minutes: 192 mg/dl and 92 mg/dl, 551 mg/dl and 131 mg/dl these results were obtained on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Pt fell on knee and had effusion. The surgeon was worried that poly may have broken. When the poly was removed, it looked good. Effusion may have been from something other than component.